Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, the device failed "flow verification: negative flow: measured tidal volume" test. The technician recommended replacing the machine flow sensor due to (contamination) coggled with lint to address the issue. Additionally, excessive contamination of dust and sticky residues inside and outside, so it will be necessary to replace the blower cap, base assembly, cooling fan assembly, fan retainer, main housing, outlet side panel, blower chassis plate, external flow sensor cable, muffler assembly (yellow), tubing-system pca (yellow), tubing-blower chassis (yellow), tubing-fio2 (yellow), and the tubing flow o2 (yellow). The front panel is broken and was replaced. Blower assembly was replaced to address an error code discovered in the event log. The blower bellows seal and blower mount were replaced due to saline contamination and yellowed. A 4-year maintenance was performed. The particulate filter, inlet filter, proportional valve and 3-proportional valve were replaced due to maintenance and contamination. The device been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements.